Event description:
The customer reported that an error code displayed on the system. The error code was such that the image would have been retaken. The retake of the image would have resulted in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The service engineer was not able to duplicate the reported problem. He re-wrote the firmware and pld code. He performed the calibration and self tests, and all functions met specs. Manufacturer cross-reference #: (B)(4).